Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device not able to power on (8015, s/n (B)(4)). Case resolution: customer recognizes device 8015 (s/n (B)(4)), will not power up. Explained problematic issue for device not powering on. Customer disconnected battery, and reconnected. Customer mentions device may power on intermittently. Suggested to customer to inter-connect the front keypad to isolate problematic fault. If issue is unresolved, customer to interchange the logic and/or power supply board to isolate problem fault. Informed customer the need to send this device for warranty repair. Transfer customer to our service notification group to assist with RMA request. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.